Manufacturer narrative:
The central block and the lower block of the t46 visually twisted, confirmed by measuring the caliper. The cause is probably an introduction through the implant before impaction leading to twist the studs. The date in our possession allow us to assume a usage error. Twenty two pieces of 27 were implanted correctly. Isolated incident and proven technology; training of the surgeon must allow correct use of the implant. A re-training plan has been established by the product manager.

Event description:
When placing a glenoid t46, the surgeon failed to guide the final implant in fixing studs while he had not encountered problems with the trial implant. The surgeon decided to use a t44 however glenoid stability is not sufficient, the glenoid was not completely covered.